Event description:
The surgeon was in the process of drilling the superior hole for the metal back glenoid. He was using the drill guide in accordance with the smr surgical technique when the short drill bit snapped. There was no delay in surgical time and the procedure was completed using the long drill bit. The event occurred in (B)(6).

Manufacturer narrative:
The preliminary check of the DHR of the lot number involved (201316921) did not show any anomaly which could have contributed to the breakage of the drill bit. No pre-existing defects were found on the material (x15tn) used to manufacture the bit. A total of (B)(4) drill bits were manufactured with this lot number , and we received no other complaints on this lot number. We also received the broken bit, and we verified that it broke close to the tip (approximately 20mm above the tip). The piece returned underwent a further dimensional check which confirmed the absence of dimensional anomalies on it. According to the information reported, the drill bit was used according to the indications reported in the surgical technique (with the flexible mandrel and the drill guide). So, no excessive bending of the drill bit should have occurred during use. Nevertheless, the point of breakage of the drill (near to the tip) suggests a possible improper use of the instruments when drilling the glenoid bone; the flexible mandrel used could have been excessively bended, causing the breakage of the bit. This is the 1st and only breakage reported of a short drill bit (model # 9084.20.081), (B)(4). Limacorporate is evaluating if a corrective action can be performed to enhance the mechanical strength of the bits, and will keep monitored the market to promptly detect the possible recurrence of such issue.